Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the root cause of the event was inconclusive, however could be related to the surgical technique. Further investigation has been initiated to prevent reoccurrence of the reported issue.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported patient underwent an initial total hip arthroplasty on (B)(6) 2015. During the procedure, the surgeon made multiple attempts to seat the acetabular liner into the acetabular cup without success. The surgeon therefore removed the implanted cup. A competitor's acetabular shell and liner were used to finish the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.